Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition."

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 100 mg/dl to 401 mg/dl. Reportedly, customer simply cleared the alarm and resumed insulin delivery. Customer reverted to manual injections for insulin therapy.